Event description:
It was reported that during the starr procedure, both anterior and posterior firing *(2 different guns) didn¿t fire through the washer. There was staple formed but incomplete. There is not cutting at all. Caused some bleeding which he sutured them to secure bleeder. Surgeon is well trained and before fired, he did comment that due to the thickness of the tissue it might not be able to fire through. Patient stabilized and there was no indication of litigation. Devices have been discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information: what confirmation was received that the device was fully fired (such as a crunch, compressed plastic to plastic, ect)? There is no crunch but it stapled through the tissue, partially, surgeon has to manually cut it from the knife. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? 1mm. What is meant by, there was staple formed but incomplete? During starr procedure, there are 2 firing, anteriorly and posteriorly. The staple formed only anterior during 1st firing and posteriorly on the 2nd firing (on a new gun). Were there staples deployed onto the tissue? Yes. As explained above. What was the appearance of the staples (irregular shaped or legs straight)? Only half of the staplers are being deployed. Were there staples seen in the surgical field? Yes. What caused the bleeding? The stapling part. How much blood was loss (ml)? Not much, few stitches managed to secure the bleeder. Did the patient require a blood transfusion? No.